Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the mildly calcified, mildly tortuous unspecified vessel, the armada 35 balloon dilatation catheter (bdc) was inflated to 10 atmosphere (atm) when a leak at the hub/shaft connection was noted. A different bdc was used successfully in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported leak was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported leak is due to the cracked luer; however, a cause for the crack could not be determined. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.